Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presenting to clinic for follow-up with palpitations. Upon interrogation the atrial lead exhibited loss of capture and high impedance. The lead was capped and replaced successfully. The patient was fine at discharge the following morning and would be monitored.